Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had an incision site from a previous surgery and that her stitches were being rubbed by the lifevest. The incision site is on her stomach and the stitches on the top of her stomach are opening where the garment clasps. As multiple attempts to reach the patient were unsuccessful, the final medical outcome of the irritation is unknown.